Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, upon loading the trapezoid rx basket onto the guide wire, the side car-rx (guidewire channel) was noted to be torn at the distal end. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the distal end of the side car rx was torn and pushed back more than .5mm, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that the side car rx was torn due to the manipulation or technique used to interact with the device in conjunction with the tortuousness it has handled. Side car pushed back suggests that the device was subjected to possible resistance during preparation. Therefore, the most probable root cause for the problem reported and the problems discovered during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.